Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced difficult needle disengagement. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional, the needle retractor would not detach. The IV inserted fine but the needle retractor would not detach. The nurse had to get two hemostats to detach the enclosed needle.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced difficult needle disengagement. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional, the needle retractor would not detach. The IV inserted fine but the needle retractor would not detach. The nurse had to get two hemostats to detach the enclosed needle.